Event description:
It was reported via repair work order that the lift was drifting due to worn lift acme nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.